Event description:
It was reported by the aci sales professional that a thin, female pt in (B)(6) underwent a cerebral catheterization intervention procedure on (B)(6) 2010. A femoral angiogram taken pre-procedure was negative for peripheral vascular disease (pvd). Access was obtained at the right groin. Stick location was reported to be at the bifurcation. The pt's act during the procedure was 297. The case took 5 hours and there were several sheath exchanges. The physician, in training to the use of the mynx, used the device for femoral arterial closure following the procedure. It was reported that post closure, oozing was noted around the sheath, although it was reported that hemostasis was achieved. In holding, the pt developed a hematoma the size of "1/2 a grapefruit" which was treated with 10 min of manual compression. It was reported that the following day, the pt developed a pseudoaneurysm (psa). The pt was given a thrombin injection which successfully treated the psa. The pt was reportedly discharged home with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.